Event description:
A caller reported receiving two malfunction codes, one on june 28, 2025, and another on june 29, 2025. There was no adverse impact to the customer's blood glucose level. The customer reset the pump, changed supplies, and resumed insulin on their own. Technical support assisted in resetting the current pump, sent replacement cartridges, and replaced the pump to ensure continued use.